Event description:
It was reported that the patient had a syncopal episode. It was also reported that the right ventricular lead had no capture and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. Apparent explant damage was also noted.